Event description:
Graft bled approx 250cc through its walls while being implanted. The bleeding was stopped with fibrin glue. The graft was left in post-operatively, the pt's hemoglobin dropped, but the present condition of the pt is fine.